Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, 85% stenosed mid right coronary artery, the balance middleweight (bmw) elite guide wire was advanced using a non-abbott micro catheter. It was noted that resistance was met and the guide wire could not be moved and was stuck with the micro catheter. The two devices were removed from the anatomy as a single unit; outside the anatomy it was noted that approximately 3 cm of the guide wire distal tip coils were exiting the tip of the micro catheter. The guide wire could not be removed from the proximal end of the micro catheter but could be removed from the tip of the micro catheter. A new pilot 50 guide wire was used to complete the procedure and a xience stent was deployed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: heartrail, other: mogul micro catheter. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.